Event description:
A physician reported that an ophthalmic irrigation and aspiration tip did not successfully aspirate during the surgery. The details of the procedure and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. Additional information received that surgery was completed by replacing the alternative product without any patient impact.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).